Event description:
It was reported that the patient implanted with this pacemaker experienced an infection, verified with positive blood cultures. Therefore, the device and non-boston scientific leads were required to be explanted. Due to contamination, the hospital policy prohibits the explanted device from being returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.